Event description:
It is reported that the patient's insulin pump experienced excessive no delivery alarms and is cracked. The patient's blood glucose level was 144mg/dl and treated themselves via injections. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched display window, cracked case display window corners, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker.